Event description:
During a cataract extraction procedure of a dense cataract the clinic reported experiencing a corneal burn in the patient's operative eye. It was further indicated that the doctor believed a clog occurred during aspiration. The patient required two unanticipated sutures to close the wound.

Manufacturer narrative:
The phacoemulsification machine was examined and tested at the customer location by an abbott service technician and the technician was not able to duplicate the reported event. The machine was found to meet amo specifications. The cause of the corneal burn was not able to be determined.